Event description:
Reporter stated that customer received the following results on the aviva system within 3 minutes: 192 mg/dl (unknown strip lot) and 400 mg/dl (strip lot 491596). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for strip lot 491596. Reference medwatch with patient identifier (B)(6) for the unspecified strip lot.